Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR #1225714-2014-03722 and 2937457-2014-00901.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in 2009 and subsequently expired after the use of the product.